Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. The product is tested by pull force between connections the product; indicate if preventive maintenance, calibration, or equipment not directly involved with manufacturing could have influenced the defect. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Of note, our quality engineer notes that it is possible if the device safety activation is made incorrectly or if the activation the stylet is pulled with too much force, the inner shield can suffer stress in diameter causing an exposed cannula.

Event description:
It was reported that as a nurse was withdrawing the needle from a bd saf-t-intima¿ IV catheter safety system, the safety mechanism did not properly activate to protect the needle and the nurse stuck herself with the contaminated needle. The patient received routine post exposure lab work and the test results were negative. The nurse did not receive any prophylaxis or any other medical interventions.